Manufacturer narrative:
(B)(4). Factors that may contribute to the inability to advance/retract the balloon catheter over the guide wire and cause resistance between the devices may include, but not limited to, device placement technique, guiding catheter support, inner diameter of the guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. The guide wire and balloon catheter used during the procedure were not returned which may have aided in the evaluation. To ensure that this does not occur as a result of a product quality deficiency, manufacturing performs 100% visual inspection of the guide wire tips after it is loaded into the dispenser and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. The device lot history record review and similar incident query for this product was not performed because the part and lot number were not reported and the product was not returned for analysis. A conclusive cause could not be determined for the reported difficulty. In summary, based on this investigation, there is no indication of a product quality deficiency.

Event description:
It was reported that percutaneous transluminal coronary angioplasty (ptca) was performed using an whisper guide wire with a non-abbott balloon. During retraction, and upon exiting the body, the balloon became stuck on the whisper guide wire. It was unable to be removed from the guide wire and all equipment was removed as a unit. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.